Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an ICD upgrade procedure, the pulse generator was exposed to electrocautery and the device lost output. The procedure was completed successfully and the patient was in stable condition. No additional information was reported.